Event description:
Additional information was received that the the tip coil fell into the pipeline in the middle despite the amount of pipeline deployed from half to 3/5. The situation is the same as the situation where all of the products were deployed, so it was determined that the product has already been fully deployed even though it has not been deployed yet. The pushwire was not rotated or pulled back at any time during the procedure. The proximal section of the pipeline did not open. The pipeline had been placed in the straightened vessel bend when it failed to open. A phenom 27 and chikai14 wire were used to attempt to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter/physician information is not reported from the region due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the sleeve was removed from the pipeline with the m1 distal, and the tip opening was loose, so about half of the entire pipeline was deployed. There was premature stent deployment. The tip was a little loose, but it was thought that it would expand well in a wide vessel diameter, so it was lowered to the ictop and deployment was tried as usual, but the tip coil fell into the pipeline midway even though it was about 1/2 to 3/5 of the deployment. Recognizing this as a defect, the tip coil was collected with the phenom27 because it was in the same state as if it had been fully deployed, even though it was not fully deployed yet. Upon confirmation by means such as contrast, the tip of the pipeline proximal was shaped like the tip of a crescent moon, and it was expected that if the phenom27 could be passed through the wire, it would open firmly, but the tip seemed to have converged completely, so it was decided to collect it. Using a 4mm snare and phenom27, the tip of the pipeline was grabbed and carefully pulled into the phenom plus to collect the entire system. There were no resistances during delivery. The delivery pushed did not rotate inside the patient's body during delivery. No patient symptoms or further complications were reported as a result of this event. The p ipeline was used for an approved indication. The device was prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the left  internal carotid-posterior communicating artery with a max diameter of 14mm and a 6mm neck diameter. The landing zone was 2.8mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Pru level was 240. Post operative findings related to blood flow contrast were no issues. Ancillary devices include a long sheath 8f25 cm sheath, fubuki xf 8f, phenom plus guide catheter, phenom27 150 cm microcatheter, radifocus 0.035 inches 150 cm, chikai 14 200 cm guidewire, and I-ed infini soft 5-12 mm x 50 cm, 3-5 mm x 20 cm x 2 pcs embolic coils.